Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Patient reported obtaining a blood glucose result of "hi" (<600 mg/dl) on the advantage system (meter, strip lot 549509 with expiration date 02/29/2008). Patient stated that she suspected there may be sugar residue, from candy she'd eaten, on her fingers, so she washed her hands and retested 5 minutes later with a result of 93 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.